Event description:
Patient presented in the or for change out due to normal eri and externalized conductors were observed. The patient was asymptomatic. Electrical function was tested and no anomalies were detected. Lead was replaced.

Manufacturer narrative:
No medwatch form was received.